Event description:
A health care professional reported that during intraocular lens implantation procedure the device was filled with ovd and injected the lens into patient's eye and then found a white line on lens optic. Surgeon is not sure whether it is on lens optic surface or the lens material itself. Hence, he has decided to explanted the lens during initial procedure. Surgery was completed on the same day with another lens without any patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol was returned for analysis, and the reported complaint was observed. Iol in bag received. No device returned. Viscoelastic is observed on the iol. The iol has fibers and particulate. There is a scratch across the optic from edge to edge. We are unable to determine the root cause for the reported complaint "lens were found there is white line on lens optic". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. Due to the lack of autonome device, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).